Event description:
It was reported that the surgeon inserted a three piece silicone lens model aq2010v and the lens tore. The surgeon enlarged the incision to remove the lens and used a suture to close the incision.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is torn in half and one haptic is torn off of the lens. There is a clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector and cartridge were not returned for evaluation.